Event description:
On (B)(6) 2022, this patient underwent endovascular treatment for and was implanted with gore® excluder® conformable aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the physician reported a full occlusion of the ipsilateral limb on the right side. Device appears to be "crushed" at the level of the first stent row of the proximal trunk. A space can be seen and the occlusion travels all the way down the right iliac limb of the trunk ipsilateral leg component to the hypogastric artery. On (B)(6) 2022, the patient underwent reintervention and a gore® viabahn® vbx balloon expandable endoprosthesis was implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B7: patient medical history includes but is not limited to: former smoker, hypertension, gout, type 2 diabetes. D10: patient medications include but are not limited to: zyloprim, zyrtec, hydrodiuril, prinivil zestril, metformin. The imaging evaluation performed by a clinical imaging specialist showed the following: two movies and 6 jpeg images attached for evaluation. No name, dates, time stamps, or demographics on either movie provided. Cannot window level, rotate, or manipulate images in any way. Images on movie #1 appear to show occlusion throughout the rci. Images on movie #2 are of poor quality. Difficult to visualize if there are devices implanted. There appears to be flow throughout the visualized aorta and common iliac arteries, bilaterally. Jpeg images 3, 4, and 5 appear to show patency throughout the implanted devices. Jpeg images 7 and 8 appear to show occlusion in a device limb. Without time stamps and dates, on the imaging, cannot confirm if the patient¿s rci is currently occluded or patent.

Event description:
On (B)(6) 2022, the patient underwent reintervention and a thombectomy was performed and two gore® viabahn® vbx balloon expandable endoprosthesis were implanted. The patient tolerated the procedure, with good device patency at the conclusion of the procedure.